Manufacturer narrative:
D4 - UDI number is not required for this product code/lot number combination. The di portion has been provided. The actual device was received by the manufacturing facility for evaluation. Visual inspection found that the urethane outer layer had been peeled off and rolled back in the distal direction. Closer inspection with the naked eye and under magnification obtained the following findings. The proximal end of the urethane outer layer had been moved to the distal location of the device. There was a bump at approximately 20mm from the distal end. Where the proximal end of the urethane outer layer is normally positioned, the metallic component was confirmed to be in its place. The portion of the urethane outer layer rolled back in the distal direction and the urethane outer layer lying under the rolled portion were found to be adhering to each other too tightly to be separated from each other. This prevented the outside diameter of the urethane-coated segment from being measured. A review of the device history record and the shipping inspection record from the reported product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the device used in combination with the actual sample peeled the urethane layer off the core wire of the actual sample. When the actual sample was withdrawn, the edge of its peeled urethane outer layer was caught by the involved device and pulled in the distal direction resulting in the reported event. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the guidewire separated during a procedure. Follow up communication with the user facility confirmed the following information: the doctor advanced the guidewire several centimeters into the sheath and felt resistance inside the sheath not the patient; when this occurred the doctor pulled back hard and the guidewire came out; the doctor stated that the guidewire had separated; a second guidewire from the same lot was opened and used to complete the case; the procedure was completed successfully; and the patient was reported in stable condition.